Event description:
It was reported that the patient had left hand surgery 2012-(B)(6), so she turned her ins off. When she tried to turn stim. On today, she felt sensation in her left hand, thus she turned it off right-away. The patient has implant for dystonia in her neck/head region. For the last 2 months, when stim. Is on she feels stim. In her left thumb. The patient had concerns regarding if the stim is left off could this damage the system. The patient had concerns about her dystonia symptoms returning. The patient had an appointment to see their healthcare provider. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model # 37085-95 lot # nkn001536v implanted 2010-(B)(6) explanted unknown; extension model # 37085-60 lot # nkn007582v implanted 2010-(B)(6) explanted unknown; lead model # 3387s-40 lot # v458446 implanted 2010-(B)(6) explanted unknown.